Event description:
The sheath was inserted, resistance was met. Sheath was withdrawn from the patient. It was noticed that a piece of the sheath tore off when the sheath was withdrawn. A piece of the tip of the sheath, at the junction between the sheath and dilator, was gone. The edge of the sheath that remains is jagged and irregularly shaped.what was the original intended procedure?ep study with possible catheter ablation.device #1is this a laboratory device or laboratory test?no.